Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level ranged from 465 - 20 mg/dl and other blood glucose level was over 200 mg/dl. Customer also reported chipping in the reservoir ring when the customer took out the old reservoirs, the pump screen was blotchy, squirted insulin while priming and unexplained non delivery alarms. Customer reported that there was physical damage to the insulin pump's reservoir lip ring and the reservoir was not able to lock in place when inserted into insulin pump. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.